Event description:
Reporting rationale: difficult to deflate/no medical intervention, has caused or contributed to pt injury previously. Device issue: difficult to deflate. It was reported that plain old balloon angioplasty of the saphenous vein graft of the om was being performed. The voyager balloon catheter was inflated to 12 atm, however, the balloon could not be fully inflated. The balloon was pulled back into the guiding catheter, and the entire system (balloon catheter/guide wire/guiding catheter) were removed through the sheath. Reportedly, there was no pt injury. No add'l event or pt info is available.

Manufacturer narrative:
Eval summary: qa analysis revealed that the balloon catheter was returned inside the guiding catheter and an rhv, with 1.7 cm of the balloon extending out of the tip of the guiding catheter. The balloon catheter was returned without any blood visible. There was contrast in the inflation lumen. The balloon had been inflated and was still partially inflated with air and some fluid when rec'd. There was a kink in the distal shaft, 5 cm proximal to the proximal balloon seal and the inner member appeared to collapse 4.8 cm proximal to the proximal balloon seal. The distal shaft was stretched and bunched, 4.6 cm distal to the guide wire exit notch for a length of 2.6 cm. There was no other damage noted to the balloon catheter. The guiding catheter was returned with some blood and contrast on the shaft. There was a torsional kink 62.3 cm distal to the base of the luer. There was no other damage noted to the guiding catheter. The rhv was returned with blood in the sidearm. There was no damage noted to the rotating hemostatic valve (rhv). The balloon catheter was removed from inside the guiding catheter and the rhv with only some resistance when the balloon passed through the tip of the guiding catheter. A new indeflator was used and the balloon was pressurized to rated burst pressure (rbp) without any difficulties. An attempt to deflate the balloon was made, but the balloon would not deflate. The balloon catheter was left with negative pressure for approx 6 hours, in an attempt to deflate the balloon. After the 6 hours, the balloon was still partially inflated with air and some fluid in the distal taper of the balloon. Product performance engineering has reviewed the case description and analysis of the returned device; damage was noted. The analysis was able to confirm the case description, as the attempt to fully deflate the balloon was unsuccessful. Factors that may contribute to deflation difficulties include, but not limited to, thick contrast, inflation lumen obstruction, mfg, pt anatomy, or associative device interaction. The analysis observed damage to the returned device such as kinks, inner member collapse, and stretching/bunching of the distal shaft, which may have contributed to the deflation difficulty. It appears that the observed damage may have reduced or possibly obstructed portions of the inflation lumen. As a result, the fluid flow of contrast may be compromised and may have dried within the lumen, which may have contributed to the deflation difficulty. A definitive root cause of when the observed damage occurred could not be determined. However, since the damage was not noted prior to the procedure or during preparation, the observed damage most likely occurred during the operational context use of the device. The difficulties deflating the balloon catheter appears to be due to operational context. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.